Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that multiple cartridges were loose "pop out of the pump." Customer resumed insulin delivery with the current cartridge. There was no reported adverse impact to the customer¿s blood glucose level.